Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient outcome was not reported. On an unreported date the month prior to receipt of this report, extraneal therapy was discontinued. On an unreported date the same month as receipt of this report, extraneal therapy was restarted. No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the patient was did not receive antibiotic therapy as corrective treatment, previously reported as (the patient received unspecified treatment for the event). Nine days after event onset, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.